Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of ignition switch not activated was not confirmed. However, heavy dust inside the unit was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source ignition switch does not activate. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation and during the incoming inspection, the instrument would turn on and off, hence, the reported phenomenon of the ¿ignition switch would not activate¿ was not duplicated. However, a significant amount of dust was found inside unit. A replacement of power switch and to clean the interior of the device was recommended. Olympus will continue to monitor field performance for this device.